Event description:
The customer stated an archiect i2000sr analyzer generated a false positive troponin result for one patient sample. The architect generated an initial troponin result of 0.4. The physician questioned the positive result. The sample was then repeated twice and generated troponin results of 0.03 each time. Abbott field service replaced and calibrated the r2 and stat probes, and ran wash zone aspiration tests on both wash zones. Vortexer tests were also run, and all passes. The wash cup was straightened. The customer informed the field service engineer (fse) they use (B)(4) to run daily maintenance procedures. The fse informed the customer that hospital (B)(4) bleach should be used. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4), no consequences or impact to patient. (B)(4), false positive result. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The issue was resolved by replacing the r2 and stat probes and performing the pipettor calibrations. Tracking and trending identified no adverse trend. Labeling was reviewed and found to be adequate. Based upon the data available and the results of this evaluation no product deficiency was identified.